Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints which have been thoroughly investigated under (B)(4). Due to this the sample was not requested for laboratory investigation for this complaint in the course of the investigation of (B)(4) it was found that the implausible pressure sensor readings and / or alerts displayed by the cardiohelp-I were caused by priming solution (saline solution) on the pins of the pressure sensor of the heimdall flexboard. During priming it is unlikely but possible that priming solution (saline solution) enters the hls module and gets in contact with the contact pins of the pressure sensors of the heimdall flexboard. As the cardiohelp-I supplys electrical energy to the heimdall flexboard this can result in electrolysis at the pressure sensors. The electrolytic current then falsifies the signals of the pressure sensor. Most probable situation when saline solution can reach the heimdall flexboard is the de-airing process during the priming of the oxygenator. When the user opens the luer lock some saline can drop on the surface of the hls module 7.0 / 5.0 and from there it can flow inside to the heimdall flexboard. In order to prevent reoccurrence of the reported issue the coating of the pins of the pressure sensor of the heimdall flexboard will be replaced with a coating that is resistant against saline solution. Electrolysis will then not occur in case of the unlikely event of saline solution entry into the hls module. It is the plan to verify and validate the new coating and to implement the new coating into production until march 2018.

Event description:
A cardiohelp was prepared for procedural support intraoperatively. It was set up without issue and all pressured zeroed successfully. Ch was primed with fluid and recirculated awaiting initiation of support. At this time all pressures seemed reliable. Immediately. Before initiating support the venous pressure began to fluctuate from -400 to 800. An attempt to re-zero pressures was made. The cable was connected and reconnected but pressures still fluctuated. The disposable was moved to another console and still was not reliable. Flows remained constant no pre load issues were noticed. At an appropriate time the disposable was changed out for another. There were no negative consequences to the patient. (B)(4).